Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported by the account that the bottom of the device is loose and the battery is not staying contained in the device. This could lead to loose parts to fall on patient or into wound. No known patient involvement or procedural delays were reported with this event.

Event description:
It was reported by the account that the bottom of the device is loose and the battery is not staying contained in the device. This could lead to loose parts to fall on patient or into wound. No known patient involvement or procedural delays were reported with this event.